Event description:
During a pci procedure, the maverick2 monorail balloon ruptured. The lesion was located in a calcified and 90% stenotic mid left anterior descending (mid lad) artery. The maverick2 monorail balloon ruptured at 8 atms on the second inflation. The pressure reached on the initial inflation is unk. The procedure was completed with a different device. A 7f terumo introducer sheath, a mach1 fl3.5sh guide catheter, and a bmw guide wire were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good".